Event description:
Axel nurse of the hospital reported to our sales rep (B)(4), that he was observing a surgery procedure. During this, he observed that the thread of expander is worn. During insertion the thread inside the cage destroyed. There was no delay. A replacement was available and the surgery was successfully completed.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval. In addition, should the results of the engineering eval for the other product associated with the incident, the vlift expander, catalog# 48300200 reveals any further info, this will also be reported as supplemental and a separate MDR will be filed for this device.